Event description:
It was reported that the device exhibited beeping. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log review was not able to be performed as the device did not power up. During functional testing, the device did not boot up due to bad fluid ingression on the main board, lcd, and battery compartment. The reported issue was able to be replicated; the device kept beeping and displayed a white screen. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.